Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon was inflated up to 3atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.